Event description:
Clinical study same case as MFR #6000089-2004-00846, 00847. After a drug eluting stenting treatment procedure, the pt's cardiac enzymes were positive for a myocardial infarction. Target lesion 1 was identified in the mid left anterior descending (lad) with 90% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 (lad) was treated with predilatation and placement of a 2.75 x 32mm taxus express2 8.8% stent which did not cover the length of the lesion. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the dist lad with 90% stenosis and a 2.5mm reference vessel diameter. Target lesion 2 (dist lad) was treated with predilatation and placement of a 2.75 x 12mm taxus express2 8.8% stent overlapping the previously placed taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 3 was identified in the dist cx with 70% stenosis and a 3.0mm reference vessel diameter. Target lesion 3 (dist cx) was treated with predilatation and placement of a 2.5 x 12mm taxus express2 8.8% stent. Residual stenosis was 0%. Post-stent implant, the pt had a coronary spasm which resolved with intracoronary nitroglycerin. The pt then had a 2.0 x 28mm pixel stent placed in the posterior descending branch of the rca. Post-procedure, the pt's cardiac enzymes met guideline criteria for mi as noted. The pt's rise in cardiac enzymes "appeared to be due to the manipulation of coronary arteries rather than from true infarction" (per discharge summary). The pt was discharged 2 days later on plavix and asa.